Manufacturer narrative:
(B)(6).

Event description:
It was reported that the acticon bowel sphincter was removed due to recurring incontinence. Another acticon device was implanted. There were no patient complications reported as a result of this event.